Event description:
As reported by the end user in (B) (4), while unpacking, hospital personnel noticed foreign material inside the fluid path of a contrast control syringe. As this occurred during unpacking, there was no contact with the pt and consequently no harm to the pt.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a f/u medwatch will be submitted. (B) (4).